Event description:
Patient was having bedside dialysis. Dialysis machine was delivered to room with reverse osmosis machine. Nurse connected patient up for dialysis. Reverse osmosis machine was on with green light, indicating the machine functioning. Connections for water tubing for dialysis machine, reverse osmosis machine and tap are all same size and color. Nurse involved in connecting the patient took the ends of the hoses and made an error in connection, connecting the dialysis directly to tap. There were no alarms from reverse osmosis machine that no water was flowing through the machine. Recommend that ro to tap and dialysis to ro machines have specific, non-interchanagable fittings, hoses and connectors to machines be different specific colors, alarm on ro machine if no water is flowing through it.